Event description:
Information received from the field notes premature battery depletion. The patient experienced dizziness. Documen- tation could not be provided as to how many shocks were delivered to the patient. Therefore, premature depletion of the battery could not be verified.